Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module laser filter glass cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the lcb distal cover glass broken, the insertion flexible tube (ift) buckled, the control body corroded, the electrical connector corroded, the lcb distal cover glass missing, the side body cover leak, the eog valve loosened, the distal body worn out, the u/d and the r/l pulley wires worn out, and the lg root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.